Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The 85 proximal body trial is broken. The bolt broke and hex head broke as well.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. The manufactured supplier determined the instrument had ample weld applied to the union site within the hex. After reviewing the depuy drawing, there is no penetration depth defined. Also damaged observed to the straight knurled area and spline on the proximal end of the shaft indicating possible misuse. The failure may be attributed to torque values higher than the welded joint can withstand, and repeated use applying constant force against the weld through normal use. The date code (B)(4) indicates the instrument was manufactured in june of 2011. Review of the device history records determined the instrument was manufactured out of the correct material and to all print specifications. A request was sent on (B)(6) 2016 to wwcpd for this family of product codes to revise the drawing to the current weld guidelines/standards. No further actions indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.